Event description:
Site reported pt heart attack post superdimension procedure during suctioning out of the pt. The pt was then transferred to the cardiac catheterization department where they identified a blockage and stented it immediately. Pt was hospitalized overnight and discharged.

Manufacturer narrative:
The product is not available for evaluation and will not be returned. The attending physician stated he did not believe the incident was related in any way to superdimension procedure.